Event description:
A physician reported that during an intraocular lens implant procedure preloaded device toric continue to advance the intraocular lens (iol) after the surgeon removed their finger from the advancing button. The device was clicked to advance the plunger to advance the iol to the designated line demarcation. The surgery was completed on the same day manually with the company cartridge. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).